Event description:
A malfunction was reported on a pump after it was exposed to wet and extreme temperature conditions. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, with assistance from technical support, attempted to reset the pump, but the malfunction recurred. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.